Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high troponin t hs stat results for one patient sample. The initial result was 19.15 pg/ml and was reported outside the laboratory. The repeat result was 3.36 pg/ml. The sample was repeated 10 times and the result was 3.1 pg/ml or lower for nine of the testings and 12.67 for one testing. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. Two other samples were tested around 25 times each for repeatability and for carryover. No problem was found. As a preventive action, the measuring cell of the analyzer was replaced.

Manufacturer narrative:
Clarification of the event was provided. The first blood draw from the patient was performed just after the patient was admitted with suspicion of ami. This sample had the result of 19.15 pg/ml. A second blood drawn was performed after 2 hours and the result was 3 pg/ml with a data flag. Based on the difference in the results, the customer decided to repeat testing on the first sample and the result was 3.36 pg/ml. The second sample was then repeated and the result was 3.44 pg/ml. A specific root cause could not be identified. Review of the alarm trace provided did not find any relevant alarms. Quality control was acceptable though all of the testing. The customer has continued with their routine operation without any problems. An issue with the first sample was suspected by the customer.